Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected electromagnetic interference (emi) noise and classified it as an atrial tachycardia (at)/ atrial fibrillation (af) episode. The device remains in use. No patient complications have been reported as a result of this event.